Event description:
A medtronic representative reported a stripped long spine clamp screw that was identified while in a spine procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic inspection of returned suspect device finds the adjustment screw was not stripped, as reported. The screw is slightly bent but still rotates with minimal effort. The head of the screw has tool marks around the outside edge. Also, the retainer ring on the tip of the adjustment screw is stretched from overtightening, allowing some minor slippage of the clamp face. The physical damage/deformation directly caused the event.